Manufacturer narrative:
The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. It was found that the date was not set correctly in the patient's meter. The customer alleged that the result of 7.7 inr was missing in the meter memory. Results from the meter memory are not used for treatment decisions and are for reference only. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
There was an allegation of questionable results from coaguchek xs meter, serial number (B)(6), compared to a laboratory result using an unknown method. At around 4:00 p.m., the meter result was 7.7 inr. The laboratory result within 4 hours was 3.6 inr. The patient's anticoagulation medication was held for 2 days based on the meter result. The patient¿s therapeutic range is 3.0 - 3.5 inr with a testing frequency of once a week.

Manufacturer narrative:
Section d9 was updated to reflect the date the product was received. The alleged meter was returned for investigation. The returned meter was tested with retention strips and a high-level control sample. Testing results (qc range = 2.3 ¿ 3.5 inr): qc 1: 2.8 inr. Qc 2: 2.8 inr. Qc 3: 2.8 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The obtained qc values were observed in the meter memory without issues. No meter memory issues observed. The alleged result of 1.7 inr was observed in the returned meter's memory. The meter date and time were not set correctly. The alleged result of 7.7 inr was not observed in the returned meter's memory. The investigation did not identify a product problem.

Manufacturer narrative:
H6 investigation conclusion code was updated.